Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported issue. A functional test was performed to further investigate the reported issue. The customer's issue was not confirmed. The dso sensor will be replaced as a preventative measure.

Event description:
It was reported that a smiths medical pump fails occlusion test. No adverse patient effects were reported.